Event description:
It was reported that, during an implant procedure, fluoroscopy imaging showed that the distal end of the right ventricular (rv) lead body was bent. The suspected cause of the event was collision with the patient's anatomy during lead placement. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of a bent lead was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found that the lead body insulation and outer coil were bent. X-ray examination found that the inner coil was kinked at the distal region of the lead. The cause of the bent lead is consistent with procedural damage.